Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a high blood glucose event. The customer¿s blood glucose level was 497 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error and no delivery after rewind process. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer had a high blood glucose of 497 mg/dl and treated. Customer declined high blood glucose troubleshooting. Customer also reported crack on the insulin pump reservoir and battery compartment. Customer confirmed that the reservoir is still able to lock in place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No motor error alarm or unexpected no delivery, external ram crc error and unexpected restart error alarm noted during testing. Unit passed rewind test, self test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. Unit had minor scratched lcd window, cracked lcd window, broken battery tube threads, broken reservoir tube lip, cracked case at display window corners, stained address/serial number label and stained end cap sticker.